Manufacturer narrative:
The thermogard xp ivtm console (sn: (B)(4)) was evaluated at the customer site for preventive maintenance (pm). During the visual inspection, it was observed that the coolant (propylene glycol) had leaked out of the coldwell cap. The root cause of the issue was the broken coolant reservoir tower top, which was completely detached, causing the coolant to splash upwards, likely due to wear and tear and/or mishandling. No other physical damages were noted on the console. Unrelated to the observed issue, review of the event logs showed an occurrence of mid:26 (low battery) error message. Investigation revealed that the root cause of the error code was due to a forced shut down of the device. The console was re-started, and the error code was cleared. Unable to perform functional testing and service, as the customer declined service/repair and elected to discard the console due to the age of the device. The thermogard console was manufactured in 2010, exceeded its expected service life of 5 years. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance (pm) of the thermogard xp ivtm system (sn: (B)(4)), it was noted that coolant (propylene glycol) had leaked out of the coldwell cap. Investigation revealed that the coolant reservoir tower top was broken, which caused the coolant to splash and leak out of the coldwell cap. The observed issue affects the functionality of the device and can potentially delay, interrupt, and/or abort the ivtm therapy.